Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the insulin pump alarmed no delivery. The no delivery alarms started in (B)(6) 2013. Customer informed his physician about the no delivery alarms. Customer is currently using manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.